Manufacturer narrative:
(B)(6).

Event description:
It was reported that on (B)(6) 2011 patient underwent the following procedures: anterior cervical discectomy, c5-6, c6-7. Anterior cervical fusion, c5-6, c6-7. Insertion of peek cage with extra small rhbmp-2/acs. Insertion of rhbmp-2/acs into peek cage internal fixation using ventral pipe. Continuous neuroelectrophysiological monitoring of the entire case. Pre-operative/ post-operative diagnoses: herniated disk, c5-6, c6-7. As per op-notes: 8x14x11 cage filled with half of an extra small rhbmp-2/acs sponge was inserted in the interspace and countersunk. Same was done at c6-7. The endplates had previously been prepared, #8 distractor was placed in the interspace and fitted very nicely. An 8x14x11 cage filled with half of rhbmp-2/acs sponge was inserted in the interspace and countersunk. No complications were reported.

Event description:
It was reported that the patient underwent an anterior cervical fusion at c5-6 and c6-7, using peek cage and rhbmp-2/acs on (B)(6) 2011. On (B)(6) 2012, patient underwent surgery to remove overgrown bone from shoulder that was reportedly caused by rhbmp-2/acs. Patient now reportedly suffers from chronic/severe pain, difficulty breathing, swelling of neck/throat, headaches, and chronic shoulder pain.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.